Event description:
According to the reporter, the device will not charge the battery and does not function on ac power. There was no pt associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts info for power module repair kit.